Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. The pump was able to rewind, load and prime successfully. The pump was exercised for 24 hours with no issues. A review of the pump history did not indicate that loss of cartridge detection occurred. Unrelated to the event the piston cap was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.